Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 6655097, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f/2.5t.

Event description:
Experience report USA. Patient ID: (B)(6). It was reported that this 72 y/o female patient's left knee was revised approximately 3 years 2 months post op. Patient complained of pain. Loose femur and recalled poly. Patient was last known to be in stable condition following the event. Product not returning: chain of command. Due to recall hospital will not release. Left side revision of exactech implants. Initial implant date: (B)(6) 2021. Patient was not revised to exactech devices: due to recall surgeon is using competitor. Is the reported event related to the breakage of a device? No. Did the reported event lead to a surgical delay/prolongation? No. Patient was last known to be in stable condition following the event. Images, x-rays & ebi attached. Product not returning: chain of command. Due to recall hospital will not release. 5831770, 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm. The serial number (B)(6) is affected by the recall. UDI: (B)(4). 510k: k152170. Pro code: jwh. 5827796, 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. UDI: (B)(4). 510k: k170240. Pro code: jwh. 6749433, 200-07-29 - advanced patella 29m 3 peg implant. The serial number (B)(6) is affected by the recall. UDI: (B)(4). 510k:k160484. Prod. Code: jwh. Concomitants: 6655097, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f/2.5t.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.